Event description:
It was reported that customer experienced damage to charging pad, and charging supplies were no longer functional because cable did not fully connect and remained loose, preventing pump charging. There was no reported impact to the customer¿s blood glucose level. Technical support arranged replacement of damaged charging supplies with expedited shipping.